Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that IV tubing leaking fluid.

Manufacturer narrative:
The customer reported that the set was leaking, and returned one set of material 11532269, lot 25025378. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, to flush the system. During the infusion, occlusion in the set was noted, but with what little flow was achieved, the filter air vent wan confirmed to leak. The supplier of the filter component suggests a bubble test, which consists of infusing air into the set while submerged underwater. This test is for the air vent membrane of the filter, which is the main culprit involved in the filter leaks. The bubble test showed that the filter was working properly, which shows the filter's air vent membrane hydrophobicity was compromised. The air vent can be compromised by the end user drugs/solutions used. This is the potential root cause for the filter leakage. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.